Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedance measurements greater than 2000 ohms. Technical services (ts) was consulted and recommended programming enhancements. This device remains in service. No adverse patient effects were reported.